Event description:
The customer stated, that his brio meter was reading higher than his accu-chek meter. While troubleshooting, he performed control tests and received results of 145 and 196 mg/dl. The normal control range was 82-120 mg/dl. No adverse events were alleged. The test strips were to be returned for evaluation, and replacement test strips were sent to the customer.

Manufacturer narrative:
This MDR is being filed late since it was inadvertently classified as a 'closed' complaint before regulatory affairs had a chance to review it. An improvement was implemented in the complaint system to prevent this kind of occurrence in the future. All of these 'closed' complaints were reviewed and, if appropriate, reported as mdrs.